Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that they had better results with bladder control during the trial. Patient stated that the therapy was working fine for the bowel however they still had some bladder leakage. The patient said that they kept increasing stim however that was not helping with the bladder symptoms only making it worse. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2022-02-10, the patient had an MRI on (B)(6) 2021 and the MRI technician placed the device in MRI mode prior to the MRI. After the MRI, the patient turned the implant back on but now "it's not working, not doing anything." Patient services clarified the patient meant that since the MRI the implant was not helping with their symptoms. The patient stated that prior to the MRI it had been working fine and that now they didn't think that it was working at all. The patient stated that after they turned the implant back on, they moved it to 2.7 and they could feel it, but nothing worked so they turned it back down to 2.3. On the call, it was confirmed the therapy was on and the patient moved their stimulation to where they could feel it a "little teeny bit' at 2.8 so the patient increased it to 2.9 where the stimulation was felt comfortably. The patient was going to monitor their symptoms and potentially reach out to their managing health care provider (hcp) to check the implant if they were still concerned. Patient will maintain stimulation level and will continue to track symptoms. Patient also stated that when the patient was first implanted, things were going great, but then their symptoms started coming back so the patient called their managing health care provider (hcp) office and was given the manufacturer representative (rep) number. The patient then met with the rep and the rep "did a couple things, moved it up to where it worked well," and the patient was then getting effective relief. Patient services was able to clarify that this occurred in 2021 however the patient wasn't certain when exactly. The patient mentioned they adjusted their stimulation from 2.5 to 2.6 in (B)(6) 2021 but wasn't able to pin-point if this was when they met with the rep. Documented reported event. No further action was taken by patient services.

Event description:
Additional information was received from the patient. It was reported that the device was put into MRI mode, and after MRI was completed device was activated but did not control bladder or bowel leakage. The cause was unknown and the manufacturer representative advised the patient to use various apps and give time for adjustments to become affective. The patient is still trying different apps, but the device still not working on bladder leakage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.